Manufacturer narrative:
A subcutaneous leak is confirmed and is found to be user related. The characteristics of the damage at the leak site are consistent with a burst caused by over-presurization of the tubing. The catheter is slightly compressed around the leak site. Over-pressurization can result from lumen restrictions caused by kinks/twists in the tubing, thrombosis or the use of a small bore syringe. It appears infusion pressures have exceeded the burst strength of the catheter tubing. This may be a user maintenance issue.

Event description:
The line was not functioning properly. When the nurse pulled the line out a little bit she found it to be smashed. The line was infused and a stream of saline came out. The complainant said the smash looks as if the line was bent back and forth multiple times, she can not see any crimp marks.